Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the patient suffered a cardiac tamponade requiring pericardiocentesis. The physician thought there "might have been some sort of steam pop" while ablating in the right inferior pulmonary vein. The effusion was discovered/noticed via intracardiac echocardiography (ice) imaging was performed and a soundstar catherter was used for confirmation and a pericardial effusion was noted. Pericardiocentesis was then performed and 600ml of fluid was removed. They stated that the patient had low blood pressure pre-case and throughout the case, and there were no hemodynamic changes due to the effusion. The patient was stable. The adverse event was discovered during use of bwi products, during the ablation phase. Prior to noticing the cardiac tamponade ablation had already been performed. They stated that the md thought there was a steam pop during ablation of the right inferior pulmonary vein. Patient required extended hospitalization because of the adverse event. Patient was admitted in the intensive care unit, "it looked like¿ they did left the tube in place. The procedure was abandoned. There was no evidence of any effusion present before the procedure. The patients outcome from the adverse event was reported as unchanged (unknown). Transseptal puncture was performed with a nrg needle (baylis) prior to the case cancellation. The correct catheter settings were selected on the generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. The flow setting for the irrigated catheter was 8/15 ml per the instructions for use (IFU). Graph dashboard vector and visitag were all used. Parameters for stability used for the visitag module was standard surpoint values (3, 3, 25% and 3) additional filter used with the visitag was respiration. Color options used prospectively was force and time. Patient was under general anesthesia for an unknown time. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).